Event description:
It was reported that a revision surgery was performed due to pain and patellofemoral misalignment, with a squinting patella.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicates that although limited clinically relevant documentation was provided, the reported x-ray, CT and intraoperative findings of internally rotated/mal-aligned components in the presence of excess femoral anteversion/external tibial torsion was ¿felt to be responsible for the apparent rotational malalignment of the tka¿ prior to revision surgery was most likely the contributing factor to the reported persistent pain, patellofemoral misalignment and squinting patella. The patient impact beyond the reported pain and revision tka cannot be determined as the patient¿s current status remains unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.